Manufacturer narrative:
(B)(4). The customer reported that the screen faded for the unit. There was no reported pt involvement. Philips bench evaluated the device and confirmed the complaint. The display was replaced to resolve the problem. The device passed all performance assurance tests and the device was put back into the demo pool.

Event description:
The customer reported that the screen faded for this demo unit. There was no reported pt involvement.